Event description:
It was reported that the system 9800 displayed a control panel error on initialization. The system was re-booted and the procedure begun. The system then locked up and needed to be re-booted once again. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined through the review of the error logs that there was a cmos failure. The back up battery on the x ray controller circuit board was found to be dead. The battery was replaced. The system was tested and found to be working as intended and placed back into service.